Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2018. (B)(6). The user facility submitted a medwatch report for this event: uf/importer report (B)(4). The device was manufactured september 20, 2018 - september 21, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the place where the seal was imprinted into the bag. The leak was discovered during final check of the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.